Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that there were multiple issues with the instrument not being sensed on universal surgical manipulator (usm) 2, and the customer undocked the usm. The intuitive surgical, inc. (Isi) technical support engineer (tse) uploaded the error logs and found error 282 (presence pin not being sensed). The tse advised that the issue may be related to the drape. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. Error 282 was found indicating presence pin 2 not detected on the carriage, confirming the fault occurred in the field, however fa was not able to reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the presence pins were inspected, and no faults could be identified. The complaint was confirmed based on the field evaluation and failure analysis. A review of the site's system logs for the reported procedure date was conducted by an isi quality engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The potential root cause is attributed to consistent carriage presence pins.

Event description:
Refer to h11 for follow-up information.